Event description:
Fractured insertion post.

Manufacturer narrative:
Fractured insertion post. The product analysis of the implant showed, that there was no visible damage, indicating that the insertion post had broken. The insertion post wasn´t returend by the customer. No further statements and analysis are possible. Dentist should have consulted instruction for use to prevent this from happen.